Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the asymptomatic patient presented to clinic after receiving a vibratory alert. Upon review of the egms, pseudopseudofusion of intrinsic r-waves and loss of capture that triggered nsln episodes were observed. Reprogramming was recommended.